Manufacturer narrative:
Despite reasonable attempts to obtain information including patient treatment record, a description of the adverse outcome, or treatment settings none were provided. A lumenis technical specialist inspected the subject device concluding, "upon initial testing, energy from both handpieces was within tolerance. Cleaned hs filter glass and et power meter. I did find that cooling system temperature would not stabilize during delta t calibration. I replaced chiller and temperature sensor to correct issue. Verified cooling system temperature is now stabilizing properly. Added coolant to system and purged bubbles from cooling system. Calibrated heads and verified output within specifications. Verified wet towel test passes. Completed preventive maintenance. System passes operational and safety tests. Head room 1.92 for et, 1.66 for hs" no treatment settings were provided therefore a clinical review of settings cannot be performed. Furthermore the clinical professional concluded after investigating reported event "reported malfunction indicates cooling issues with et handpiece. If cooling is not within manufacturer specs, error code displays on the gui and the operator can't use the system that prevent from any patient injury." Therefore is not related to reported event. Additional info sep 27 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that a patient sustained a burn of unknown severity following a test spot to the bikini area using a lumenis one laser et hp. The facility reported the treatment settings were lower than normal. No report of serious injury or medical intervention to preclude permanent impairment were received.